Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient was readmitted for persisting ventricular arrhythmia that required direct-current (dc) cardioversion or defibrillation. The patient was on amiodarone intravenously. The patient was discharged on (B)(6) 2021. A review of the log files found low flow events throughout the event history that occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events, and there were no other unusual events recorded in the log file event history. The low flow alarms resolved naturally.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained data from 9:41:03 through 11:36:01 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.2-2.4 lpm. These faults resulted in 21 low flow hazard alarms lasting between 1 and 19 seconds, each. The remaining faults did not last long enough to activate audible hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The account reported that on (B)(6) 2021, the patient was readmitted for persisting ventricular arrhythmia. Intravenous (IV) amiodarone was administered upon admission and the patient required direct current (dc) cardioversion or defibrillation. The account also reported that the cause of the low flow alarms was unable to be identified. The alarms resolved naturally, and no further events were observed (with or without sound). The patient was reportedly asymptomatic and remained under follow-up. The patient was later discharged on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU addresses all pump parameters, including pump flow, and explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2019. No further information was provided. The manufacturer is closing the file on this event.